Manufacturer narrative:
Concomitant products: product ID 355024, lot # n472952, implanted: (B)(6) 2014, product type accessory; product ID 355024, lot # n457661, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-43, lot # n376402, implanted: (B)(6) 2014, product type accessory; product ID 3550-43, lot # n475189, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial #(B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that they had back pain as a result of having stimulation off due to not charging their implantable neurostimulator (ins). The patient had not charged their ins in approximately three weeks. They were unsure if it might have been a longer period since they had charged. The patient attributed not charging to a death in the family. The antenna locator was used one time after which power on reset (por) occurred and patient was able to charge normally. The por was reset, error code unknown. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report. Other relevant medical history includes spinal pain.